Manufacturer narrative:
No conclusion code available; final analysis found a complete lead was returned in one piece. It was found that the connector pin was pulled out of the connector assembly and the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. Evidence of solvent bond between cap and connector assembly was observed. The other damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient presented in the operation room for an initial device implant. During the procedure the left ventricular lead dislodged while extracting the styled out and the lead could not be connected to the device header. The lead was not used and was replaced. The patient was stable prior, during and post procedure.